Event description:
Additional information received reported patient was going to have a pump revision. The fluid around the pump was cerebrospinal fluid (csf) and it was "not infected". It was also reported at the time of the revision the catheter was "completely twisted and in the pocket". The pump and catheter were removed.

Event description:
It was reported that the patient's pump had flipped and there were multiple kinks in the catheter. It was reported the patient's pump was "untethered, free floating in her body and flipped regularly." It was noted the pump "felt like a softball" in her abdomen. X-rays confirmed there were multiple "kinks in the line (catheter)." It was noted the problems started about 3 months post-implant. It was reported, the patient suffered from a rare genetic disorder which caused her soft tissue to be very fragile. It was also noted the patient was due for a pump refill months ago. The patient's rheumatoid physician was managing her pain medication. The device system was used to deliver clonidine and dilaudid. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (b)64), explanted: product type catheter product ID, 8590-1 lot# n238379 serial#, implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).